Event description:
Related manufacturer reference number: 2017865-2021-06659. It was reported that the right atrial lead was oversensing. The lead was capped and replaced. Additionally, the pacemaker was explanted and replaced during the same procedure.

Manufacturer narrative:
Correction: please retract this report 2017865-2021-06660. The pacemaker was explanted due to reaching the elective replacement indicator, so it was a routine generator replacement rather than due to a device malfunction or patient injury. There is no allegation of malfunction against this device.